Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a tubing caught event on (B)(6) 2026. The patient tubing caught on something and it got pulled out. The patient experienced irritation at the cannula site. No further information available.